Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer went into a pool while connected to the pump. Subsequently, the customer went to the emergency room due to a high blood glucose (bg) level. Bg value not provided. Customer was treated with intravenous insulin and saline. Additional information was not provided. The customer reverted to manual injections for insulin therapy.